Event description:
Per the clinic, the patient experienced poor performance with the device. It was also reported that the patient experienced dizziness, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.